Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's t12 lead had high impedances. Surgical intervention was undertaken wherein the lead was confirmed fractured. The lead broke and remains partially implanted in the patient.

Manufacturer narrative:
The date of event is estimated.